Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed repeated alert 42 indicating a motor current sense failure, including pump stopping mid meal delivery and requiring multiple restarts, with subsequent replacement arranged. Symptoms included hyperglycemia with a reported maximum blood glucose of 326 mg/dl and no acute complications. Outcomes included temporary loss of therapy delivery with continued cgm monitoring and self-management without medical intervention or assistance. Investigation included remote troubleshooting, guidance to change infusion supplies, and instructions to shut down the device, followed by replacement and return of the original unit for evaluation. Investigation of this device revealed a suspected motor current sensing malfunction within the insulin delivery system consistent with a current sense failure affecting the pump motor function. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to motor current sensing.